Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that hemorrhage occurred. It was reported that a farawave catheter and a transseptal (tsp) access device was selected for a pulmonary vein isolation (pvi) to treat an atrial fibrillation (afib). During procedure, when got transeptal, it was observed blood in the breathing tube. The procedure was aborted and the patient was admitted in the intensive care unit (ICU). No devices issues were reported, and no interventions were performed for the complication. Catheter return is not expected as it was disposed. Tsp device return is unknown.